Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the pressure generated by the device ar-6480 (sn (B)(4)) was too high and the 3 l bag was pumped into the knee. According to the surgeon the error was caused by the tubing ar-6420cl (lot: o9004) as the neoprene sleeve was compressed and twisted. The error was reported when the surgery wasn`t finished and therefore it is not known if any harm to the patient occurred due to the failure. No further information received. Update 03-aug-2021: it was confirmed that the patient suffered swelling due to the error. The swelling has gone by now and no further treatment was necessary to remove the fluid from the knee. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed minor scratches at the top cover and the warranty seal was missing. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The tubing set used was returned and showed a neoprene sleeve collapse. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.